Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported not feeling well and observed that the cgm was displaying ¿low.¿ at that time, the patient did not have access to a fingerstick bg meter to verify glucose levels. Believing her glucose was low, the patient consumed a large amount of sugar. Following this, the patient reported experiencing nausea and went to bed because she was feeling unwell. The patient was unable to recall the exact time she lost consciousness but stated that her husband was present and subsequently transported her to the hospital. Upon arrival, the patient remained unconscious and reported no injuries. A fingerstick bg performed at the hospital reportedly measured greater than 1,000 mg/dl. At approximately 6:00 pm, the patient was admitted to the hospital. The patient stated that she was unconscious or not fully aware for much of the hospitalization and did not regain full awareness until approximately 4:00 am on (B)(6) 2026, limiting her ability to recall specific details of the event. The patient recalled undergoing multiple tests and being informed that magnesium and potassium levels were low. Treatment reportedly included intravenous fluids, electrolyte replacement, blood pressure monitoring, and frequent blood glucose testing; however, the exact number of glucose tests performed was not recalled. The patient was discharged from the hospital at approximately 2:00 pm on (B)(6) 2026 (less than 24 hours). It was noted that the patient was connected to a tandem t: slim x2 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.